Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in a vessel below the knee. A 300cm journey¿ guide wire was selected for use however during removal of the device from the patient, it was noted that the last 30 cm of the wire was broken. The broken portion was removed with a wire loop and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.